Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse performed unrelated service repairs. A high sensitivity system check was completed after and all results were within instrument specifications. The cause of the erroneous results could not be determined, the access accutni+3 reagent was not returned to bec for testing.

Event description:
The customer noted erratic imprecise troponin I (access accutni+3) results for one (1) patient on the unicel dxi 600 access immunoassay system (serial number (B)(4)). The customer analyzed the same sample on the same instrument four times, pre and post re-centrifugation, and generated results outside the precision claims of the access accutni+3 assay as specified in the information for use (IFU). The customer repeated the same re-centrifuged sample on the laboratory's alternative access dxi instrument (no information provided to beckman) and generated results within the normal reference range of the assay. The results were not reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer stated that their access accutni+3 quality control results were within assay specifications on the day of the event. A system check completed after the event was within instrument specifications. The sample was collected in a lithium heparin plasma tube and it was spun at 5,140 rpm for 5 minutes. Customer reported no visible issues with the integrity of the sample.